Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective u202 could not be positively identified. No adverse event resulted from the defective belt. Manufacturing dates: monitor sn (B)(4) - 8/23/2016. Electrode belt sn (B)(4) - 06/21/2018.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and monitor was unable to power on.